Manufacturer narrative:
Review of records found no communication from the patient or medical staff between august 2022 and april 2025 to indicate any complaints or issues with the nalu system or it's function for this patient. The patient did not share any further details around the reason for the explant beyond stating that the system was no longer being used. It is unclear if the system was providing inadequate therapy or if the patient's pain symptoms had decreased, making the system no longer needed. The explanted components were not returned to the firm for evaluation and thus no further investigation is able to be performed in determining device functionality.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 after having completed a successful trial and wear study with nalu. On (B)(6) 2022 the patient reported connectivity issues between the implantable pulse generator (ipg) and the external therapy disc. Xray imaging found that the ipg had migrated within the pocket, causing the communication issues. Additionally, one of the implanted leads was found to have migrated out of position. The decision was made to remove the system and implant a new one in a slightly different location in order to provide a more optimal connection based on the patient's skin and fat anatomy. The revision procedure took place on (B)(6) 2022. See MDR 3015425075-2022-00042. During a follow up visit with the physician on (B)(6) 2022 it was noted that the patient had incisional dehiscence, exposing the lead wire. Pocket revision and wound closure was performed on (B)(6) 2022 and the patient resumed pain relief therapy. See MDR 3015425075-2022-00058. No further complaints or issues are documented for this patient after the wound closure in (B)(6) 2022 until the firm was notified in (B)(6) 2025 that the patient is no longer using the nalu system and requested explant. A full system explant was performed on (B)(6) 2025 per the patient's request.